Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the patient experienced cardiac arrest. The patient was rescued. The lead was not used and a new lead was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of adverse event without identified device or use problem was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing was normal.